Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver tip that screws in the augments for the crs femur tip was broken. The scrub tech was screwing in the posterior augments for the femur when the tip snapped off. Surgery was delayed by about 10 minutes as we tried to find another screwdriver that the hospital might have that would fit the augment. Screwdriver was found, we assembled all of the augments without issue.